Event description:
Same case as: 2030404-2012-00027. It was reported that during an ablation procedure, the irrigation port detached from the 7f cool path catheter. Another of the same device was used to continue the procedure; however, the irrigation port detached from the second 7f cool path catheter during the procedure. The physician completed the procedure with another of the same device. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). Method: one cool path 7f catheter was received for eval. Visual inspection revealed the luer extension tube was broke and the fluid lumen was detached at the proximal handle edge. Functional testing could not be performed due to the condition of the returned device. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.